Event description:
The customer contacted baxter's technical service center regarding a connection issue, which occurred on the homechoice (hc) during use, during dwell. The home patient (hp) stated that the heater bag fell and disconnected. The baxter technical service representative (tsr) assisted the hp with ending therapy to restart the setup with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed.